Manufacturer narrative:
Additional information : on an unreported date, pd therapy was discontinued and therapy was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Peritonitis occurred on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause and treatment of peritonitis were not reported. It was reported date "a few days" after onset of symptoms, the patient visited the emergency room and was diagnosed with peritonitis and hospitalized. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.